Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a false air in line alarm was confirmed in the pump's event history by a baxter service technician. This condition was caused by an air in line (ail) printed circuit board (pcb) failure. The ail pcb was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During device evaluation by baxter personnel in the product analysis lab, a colleague infusion pump was found to have experienced a false air in line alarm. There was no patient injury, medical intervention, or adverse reaction in association with this event. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.08.00. No additional information is available.